Manufacturer narrative:
Other components of the total knee prosthesis involved in this event have been communicated through mdrs 1020279-2017-01149 , 1020279-2017-01150 and 1020279-2017-01152. (B)(4).

Event description:
It was reported the patient presented with flexion contracture and underwent a manipulation under anesthesia.